Event description:
It was reported that during a low anterior resection procedure, the device would not open after the third firing. They had to cut the device out of the tissue. The dr was already not going to put the pt back together. The procedure was prolonged ten to fifteen minutes longer, but there was no pt consequence reported.

Manufacturer narrative:
Date sent: 10/02/2008. Info anticipated, but unavailable at this time.